Event description:
It was reported that during the procedure, the tube released the blue fitting piece from the rest of the tube. No additional information.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problems or issues were identified during this device history record review. A product sample was received for evaluation. Visual and functional testing were performed. One (1)sample was returned; sample was returned in unused conditions within original package. Per visual inspection, connector detached from tube was received however, its not possible to confirm the reported failure mode since was not confirmed connector not enough assembled inside the tube before the use that could cause a detachment. The root cause of the reported issue could not be confirmed as the reported issue could not be replicated at the time of the device evaluation. No action taken was performed since the complaint was not confirmed.